Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip was damaged and broken. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. The syringe has no damage; however it has a piece of plastic inside. This is from a thumb press. Two photos were provided. One photo shows the web packaging and the other one shows the syringe with the piece of plastic inside. Failure mode is verified. During a jam the thumb press of a plunger rod got broken ending inside this syringe before the plunger rod-rubber stopper were assembled. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip was damaged and broken. There was no report of exposure, serious injury, or medical intervention.